Event description:
It was reported that the insulin pump alarmed no delivery. The customer was frustrated because she had previously attempted troubleshooting procedures. She declined further troubleshooting assistance and requested replacement of the insulin pump. The blood glucose reading was 300 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.